Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage located at the site event on (B)(6) 2024. The events occurred within 3 hours of insertion and the insertion site was at abdomen. The patient resolved the event by changing supplies as necessary and resumed insulin therapy. No further information available.